Event description:
It was reported the clinician checked the valve prior to insertion and it did not engage. As a result, another kit was opened.

Manufacturer narrative:
Qn#: (B)(4). This report is for the second of two consecutive product issues. The initial has been reported under MDR# 1036844-2015-00227. No sample will be returned for evaluation.